Manufacturer narrative:
The results of the evaluation performed suggest the event was attributed to a less than optimum design. The design has been reviewed and corrective action was implemented.

Event description:
The locking mechanism on the extractor broke. There was no adverse consequence for the pt or delay in surgery or anesthesia time.